Event description:
The 511sd was used during a laparoscopic cholecystectomy. A foreign body fell from the device (it was seen on the camera). The foreign body looks like a very small piece of glass. The surgeon was able to retrieve it. The rep is returning the foreign body. There was no consequence to the pt.